Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was a connector pin observation. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, noise and oversensing were noted on the right ventricular (rv) lead and there was difficulty engaging the set screw for the rv port of the cardiac resynchronization therapy defibrillator (crt-d). The lead and device were not used, and others were implanted. No patient complications have been reported as a result of this event.